Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris syringe module syringe administration set experienced device damage while still considered operable. The following information was provided by the initial reporter: I noticed that it was leaking where the syringe connects to the female luer of the set. When I removed the syringe from the pump and manually pushed the plunger, the flush spurted from the luer. The set was being used for educational purposes and states non-sterile not for human use on it.

Event description:
It was reported that the bd alaris syringe module syringe administration set experienced device damage while still considered operable. The following information was provided by the initial reporter: I noticed that it was leaking where the syringe connects to the female luer of the set. When I removed the syringe from the pump and manually pushed the plunger, the flush spurted from the luer. The set was being used for educational purposes and states non-sterile not for human use on it.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 01-jun-2022. H6: investigation summary: one sample was received for quality inspection. The customer complaint of component damage - leak was verified by visual inspection. Evaluation of the extension set that was received shows that there is a crack in on the body of the female luer connector adapter. The crack runs along the axis of the body. Additionally, the customer sent in the syringe that they attempted to connect to the female luer connector. There were no abnormalities on the syringe that may have caused the crack in the female luer adapter. A device history record review could not be performed because the lot number is unknown. The root cause for the issue seen in this complaint could be that an excessive amount of force was applied to the female luer adapter when connecting the syringe causing it to crack. Additionally, if the customer used a antiseptic on the female luer adapter connector before connecting a corresponding male luer component, it may have compromised the integrity of the female luer adapter connector material. This would allow the component to crack with much less force applied when connected to a corresponding component.